Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 361 mg/dl after the infusion set remained inserted but disconnected from the ilet and no cartridge was inserted, resulting in missed insulin delivery; the event was addressed through troubleshooting and education, including a supply change to resume insulin delivery. Symptoms included hyperglycemia and confusion/disorientation. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user¿s family and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure, with the infusion set component implicated due to being left disconnected from the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. The user¿s hospitalization was reported as unrelated to this event.